Manufacturer narrative:
Device eval by MFR: the device was returned for analysis. Visual inspection revealed catheter twisting beginning at 3.5, 11.7 and 22.6 cm from the lap joint section. The imaging window was kinked and the drive shaft was broken. Media provided by the site was examined and evidence which could relate to the reported allegation was noted.

Event description:
It was reported that a catheter issue occurred. The patient presented with peripheral arterial disease for a right lower leg atherectomy procedure. Vascular access was obtained utilizing an antegrade approach. The 67% stenosed target lesion was located in the mildly tortuous and severely calcified peroneal artery. Two other target lesions were located in the anterior tibial (at) artery and tibioperoneal trunk (tpt). After a 0.14 thruway wire was placed in the at and a non-boston scientific (bsc) wire was placed in the peroneal artery, an opticross 18 imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, while the device was advancing over the non-bsc wire to the tpt area, the motor drive unit (mdu) was turned on and the catheter suddenly wrapped around the wire. The mdu was stopped, and the catheter was disconnected. The catheter was rotated counterclockwise trying to untangle it. The catheter and the non-bsc wire were then removed together. The 0.14 thruway wire was left in place down the at. Visible kinks and twists were noted with the device. Another opticross 18 and non-bsc wire were used to complete the procedure successfully. No patient complications were reported.

Event description:
It was reported that a catheter issue occurred. The patient presented with peripheral arterial disease for a right lower leg atherectomy procedure. Vascular access was obtained utilizing an antegrade approach. The 67% stenosed target lesion was located in the mildly tortuous and severely calcified peroneal artery. Two other target lesions were located in the anterior tibial (at) artery and tibioperoneal trunk (tpt). After a 0.14 thruway wire was placed in the at and a non-boston scientific (bsc) wire was placed in the peroneal artery, an opticross 18 imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, while the device was advancing over the non-bsc wire to the tpt area, the motor drive unit (mdu) was turned on and the catheter suddenly wrapped around the wire. The mdu was stopped, and the catheter was disconnected. The catheter was rotated counterclockwise trying to untangle it. The catheter and the non-bsc wire were then removed together. The 0.14 thruway wire was left in place down the at. Visible kinks and twists were noted with the device. Another opticross 18 and non-bsc wire were used to complete the procedure successfully. No patient complications were reported.